Event description:
It was reported that during a lap cholecystectomy, error 3 occurred during pre-run testing. The case was ongoing. No consequence up to this point.

Manufacturer narrative:
Eval summary: the handpiece was returned with the nose cone cracked. It was tested on a gen04 and no error code was displayed. The handpiece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.